Manufacturer narrative:
(B)(4). The covidien field service engineer (fse) evaluated the ventilator and verified the customer reported malfunction. The fse replaced the graphic user interface (gui) touch frame, which resolved the issue. The device passed all tests, calibrations and it was found to be operating within manufacturing specifications.

Event description:
It was reported that a ventilator graphic user interface (gui) display was intermittently malfunctioning. There was no patient involvement.